Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified and heavily tortuous vessel in the distal left anterior descending coronary artery (dlad). The 2.5x15mm xience skypoint stent delivery system (sds) was advanced with a microcatheter; however, met resistance during advancement and failed to cross due to the anatomy. Resistance was also met during removal. Another non-abbott device failed to cross the lesion but after pre-dilatation with a smaller size balloon, a new xience stent was used to complete the procedure. There were no adverse patient effects and there were no reported significant delay in the procedure. No additional information was provided.